Event description:
During connection of the integra lumbar drain system, the patient's csf pressures were elevated causing the initial white connector to blow out which lead to the anesthesia provider to utilizing the black connector as an alternative. After connecting the black connector, the anesthesia provider utilized suture to tie and secure the connector in place, used steristips to secure the connector to the hub and tubing, and used additional steristrips to secure it to the back. Despite interventions, the connector came out leading to the patient losing csf fluid. CT confirmed cerebral hematoma with herniation. The patient eventually expired due to neurological changes.